Manufacturer narrative:
Concomitant medical products: evolutr-34-us, transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing of ongoing atrial arrhythmia was observed from the right atrial (ra) lead. Additional information reported there was invalid data observed on the cardiac compass of the cardiac resynchronization therapy pacemaker (crt-p). The ra lead and crt-p remain in use. No patient complications have been reported as a result of this event.